Event description:
This is to report a failure of the ligasure device intraoperatively. Briefly, a patient with rectal cancer had a low anterior resection and the mesentery of the colon/rectum was sealed and cut with the ligasure device. The inferior mesenteric artery was also ligated with this device and the diameter was less than 7mm. The device seemed to successfully seal this vessel at time of original operation , but the seal was blown and the pt was bleeding intra-abdominally in the immediate post-operative course and was taken back to the operating room. When we re-entered the abdomen, we saw the inferior mesenteric artery to be freely pumping blood. We suture-ligated the vessel, irrigated, and closed. Since that time two weeks ago, the pt remains critically ill in multi-system organ failure, including renal failure, respiratory failure, and gastrointestinal failure with elevated bilirubin. Dates of use: 2001 - 2007. Diagnosis: ligation of small vessels during surgery.